Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 4.6 cm to 5.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.